Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. Evaluation sent the device to flowline for downstream occlusion testing. The device passed the test. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion during an unspecified process step in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.